Manufacturer narrative:
The suspected device was received by the manufacture and investigation findings include: the plastic base of the needle is deformed with tool marks or cuts. As a result, the needle does not fully seat into the handle. The plastic base of the cannula also has tool marks and will not fully seat into the handle. The pieces must be fully seated for the locking mechanism to close, so the lock will not close.

Event description:
A doctor reported, while in a surgery, that it is hard to open and close the locking mechanism on the pak navigated pedicle access kit. When tapping on the pak needle the inner sleeve broke and slid upwards through the white outer sleeve. The surgeon completed the surgery with the use of navigation. No negative impact to the patient was reported.

Manufacturer narrative:
Patient information is not unavailable from site at time of this report. RMA issued. To date, no parts have been received by the manufacturer for evaluation.